Event description:
It was reported that failure to deflate a stent balloon occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal right coronary artery (rca). A 2.75 x 32mm synergy xd stent was advanced and deployed in the distal rca. While removing the delivery system, the balloon would not deflate, and the device was unable to be removed. The balloon was inflated once at 11 atmospheres. The device slightly moved back and there was movement, but it could not removed. The balloon was then inflated tat 18 atmospheres, but the device could not be removed. The device was pulled and pushed again and a part was able to pull back, deflated, and was removed without a problem. It took 2 to 3 minutes from the time the event occurred to when the device was removed. It was noted that the device did not stop moving at all at the start of the event occurrence, it seemed that it was able to deflate slightly. It was additionally noted that since deflation occurred when a part was removed from the target lesion, there was a possibility that the contrast media had pressed against the tortuous area. It was additionally noted that the contrast media used was omnipaque, and the ratio was 11.4cc for contrast media and 13.6cc for water. A stent was advanced and placed in the proximal rca and the procedure was completed successfully. No patient complications were reported in relation to this event. It was later reported that the lesion was predilated. The target lesion was 40% stenosed after predilation. The balloon was inflated to 18 atmospheres to remove the device, not for dilation of the lesion. The balloon was deflated for a minute before removing the device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 2.75 x 32 mm synergy xd stent delivery system was returned for analysis without a stent. The balloon was reviewed via scope, the balloon appeared to have been inflated, what appeared to be a clear substance/media was evident in balloon, upon tactile test of the balloon section the substance in the balloon felt like solidified/gel like texture, when pressed between 2 fingers the media did not move from the balloon. Substance was most likely residual contrast media. No damaged noted to the balloon, no bunching of balloon material. A visual and tactile examination of the hypotube identified multiple hypotube kinks proximal of the distal shaft marker. Examination of the hypotube lasercut (spiral region) via scope did not identify any kinks or damage. The shaft polymer extrusion including the polymer distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No issues noted with the proximal balloon bond, port bond, bi-component bond or mid-shaft bond. Examination of the hub and strain relief via scope did not identify any issues. No visible issues or blockages when looking down into luer or proximal hypotube. Examination of the tip via scope found damage to the tip. The effective length (distal end of strain relief to tip) measured 144.4mm. Effective length is defined by the end of the strain relief to the distal tip of the catheter. Measurement from port bond to tip was 233mm. The device was loaded onto 0.014 inch guidewire without issue. An attempt made to inflate (using glycerol water solution) to nominal pressure 11atm, 11atm was held for 30 seconds, the balloon did not inflate, held pressure and no leaks were noted. Pressure was increased to 18atm, 18atm was held for 30 seconds, the balloon did not inflate, held pressure and no leaks were noted. Vacuum was pulled and then a second attempt was to inflate (using glycerol water solution) to 11atm and the 18atm, again the balloon did not inflate, held pressure and no leaks were noted. It appeared that it was most likely the contrast media noted in the balloon/ inflation lumen was preventing the balloon inflation. Soaking of the device including applying pressure with water to soak the inflation lumen was carried out in an attempt to dissolve the contrast media. The device was inflated to 11atm with water (11atm was held for 30 seconds, the balloon did not inflate, held pressure and no leaks were noted) the device with encore attached was then placed in a waterbath. Upon removal from the waterbath, the balloon had inflated and encore was at 3atm. The solidified media which had been noted in the balloon had dissolved the water pulled out from device by pulling vacuum with encore, all liquid was withdrawn and liquid was placed in a sterile jar. The device was still loaded onto 0.014 inch guidewire. An attempt made to inflate (using glycerol water solution) to nominal pressure 11atm the balloon inflated successfully, 11atm was held for 30 seconds. Pressure was increased to 18atm with no issues, 18atm was held for 30 seconds. Vacuum was pulled and the balloon deflated successfully in 21 seconds. The water which had been used to soak the inflation lumen and which had been pulled from device after soaking had been placed in sterile jar, visual examination of the liquid did not identify any particles which may have caused a blockage in the device. This liquid was then filtered through funnel and filter paper, the filter paper was examined via scope with no evidence of any particles which may have caused a blockage in the device. A product mandrel was inserted into proximal hypotube to ensure no bends or blockages, no resistance was met. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that failure to deflate a stent balloon occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal right coronary artery (rca). A 2.75 x 32mm synergy xd stent was advanced and deployed in the distal rca. While removing the delivery system, the balloon would not deflate, and the device was unable to be removed. The balloon was inflated once at 11 atmospheres. The device slightly moved back and there was movement, but it could not removed. The balloon was then inflated at 18 atmospheres, but the device could not be removed. The device was pulled and pushed again and a part was able to pull back, deflated, and was removed without a problem. It took 2 to 3 minutes from the time the event occurred to when the device was removed. It was noted that the device did not stop moving at all at the start of the event occurrence, it seemed that it was able to deflate slightly. It was additionally noted that since deflation occurred when a part was removed from the target lesion, there was a possibility that the contrast media had pressed against the tortuous area. It was additionally noted that the contrast media used was omnipaque, and the ratio was 11.4cc for contrast media and 13.6cc for water. A stent was advanced and placed in the proximal rca and the procedure was completed successfully. No patient complications were reported in relation to this event.